Event description:
Prytime is filing this report with an abundance of caution due to the presence of an introducer sheath, which may have contributed to a thrombus formation requiring surgical intervention. The introducer sheath is manufactured and labeled by the OEM and included in prytime's convenience kit. The user facility in this case was confirmed to have used the prytime convenience kit. On march 01, 2023, prytime was notified of this case which involved a 57-year-old male patient who presented with a crush injury (concrete drainage collapse). The patient was intubated, and the patient's blood pressure dropped; sbp was in the 60s. The patient had a negative fast. Whole blood was administered but the patient did not respond well. Arterial access was inserted to the right common femoral artery (cfa) and a reboa procedure was performed. After the procedure, a thrombus formation was identified, via angiogram. Vascular was notified, where a vascular surgeon performed multiple thrombectomies (noted limbs were revascularized). Per the trauma surgeon, it was believed that the thrombus formation was due to the patient's injury pattern. Whereas the vascular surgeon believed it to be related to the lack of sheath management. Upon investigation of this incident, the presence of the introducer sheath within the bloodstream could not be ruled out as a potential contributor. It is unknown if the medical team performed proper sheath management (flushing) during this case, which can be a contributing factor in the development of a thrombus. Overall, there was no confirmed deficiency with the prytime product in this case. There was no reported or alleged failure of the kit components, the kit, or its labeling. Last, at the time of this report, the patient was discharged from the hospital with fully functional limbs.